Event description:
As reported by the edwards clinical specialist, during a transcatheter heart valve procedure, post successful deployment of the valve, the patient suffered severe hypotension, cardiac arrest and expired. Summary of events: a 26 mm sapien valve was positioned 50/50 and deployment was performed under rvp with good final position and only trace pvl noted. The patient was noted to have remained hypotensive post valve deployment. Vasopressors were given without success. Echo images revealed a hypokinetic left ventricle (lv) and CPR was started. Fluoro shot of arteries was performed despite patient having patent grafts. No new occlusion was noted. Team decided to place patient on ECMO. Venous access was obtained via the right femoral vein. Due to poor and very challenging vasculature the team decided to obtain arterial access via apical sheath. With CPR still in progress the cannulae was introduced into the apical sheath and into the lv. This did not seem to really work as output initiated by ECMO was only 0.5 l/min. Furthermore echo imaging showed a collapsed right ventricle (rv) and a dilated lv. The bp was slightly better (systolic 90s). ECMO was kept for 10-15 min without any improvement in output. The team then decided to place the patient on iabp and wean off ECMO support. Bp improved with iabp and pressors support. ECMO was stopped bp(syst. 120 mmhg). Apical sheath was removed. Vasopressors were slowly weaned off and patient decompensated again; hypotension and episodes of svt and vt. Cardioverted x1 without any success. Patient expired.

Manufacturer narrative:
(B)(4): a device history review (DHR) for the valve was performed and all manufacturers' specifications were met prior to release for distribution. Cine images were submitted to edwards for review. The following observations were made by edwards medical staff: moderate-severe aortic calcification, severe aortic root calcification, no porcelain aorta. Bav performed. Image intensifier angle good with good coaxial alignment of sheath, delivery system, and valve. 50:50 positioning and deployment with no loss of capture; ventilation not held. No immediate post deployment cine image for review. Left coronary injection demonstrated significant stenosis at distal left main with bird peak appearance. Given the patient's history of cad and CABG, this finding maybe chronic. Post deployment aortogram demonstrates aortic regurgitation. Impressions: refractory hypotension post sapien deployment maybe attributed to patient related/technical factors (low coronary perfusion pressure prior to rvp, elaboration of gaseous or solid debris to coronary arteries). Per the sapien/ascendra delivery system IFU, hypotension, cardiac arrest and death are among the possible complications of standard cardiac catheterization, bav, the use of anesthesia, and aortic valve replacement. In this case, the exact cause for the reported hypotension cannot be confirmed; however, there was no device malfunction. It appears that patient and procedural factors may have resulted in the patient's death. No further actions are possible at this time.